Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. On (B)(6) 2011, the patient received a loading dose of vancomycin (1 gm, ip) and began remedial therapy with tazact (4.5 gm, once daily, ip). The peritonitis was resolving and the outcome of the break in aseptic technique was not reported. Dianeal pd2 ultrabag and remedial therapy with tazact were ongoing. The reporter believed the peritonitis was unrelated to dianeal therapy and the cause of the peritonitis was the break in aseptic technique. The reporter did not provide an assessment of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.